Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2019 (weeks before the report), the patient noticed the ins was not charging; they were having difficulty charging the ins. They explained they were seeing the no device found message. On occasion the patient was able to connect to the ins but within the last week prior to the report, they weren't able to connect. When they plugged the controller into the ac power supply on (B)(6) 2019, it would not show the charge level of the controller. Patient services reviewed that the ins was possibly discharged, so they assisted the patient with connecting to the ins to recharge it by optimizing the recharger antenna position. The patient reported that they saw "37" on the screen, so they were instructed to stay connected to the ins to allow the recharge cycle to finish processing to determine if the ins would start charging. Patient services requested the repair department contact the patient to determine if the patient was able to connect and recharge the ins, and if not to send the patient a replacement recharger therapy module (rtm). No symptoms were reported on (B)(6) 2019. A replacement recharger therapy module (rtm) was sent to the patient because the patient reported an increase in recharge times, charging was "aborting", and they couldn't get the ins to charge past 30%. The patient was asked to return the rtm that was being replaced. On (B)(6) 2019, the patient called patient services back stating they were still having trouble charging the ins and they were having trouble charging the controller (pc). They explained that they had noticed they needed to charge the pc after charging their ins. It was noted the pc was still showing the no device found message. They tried unplugging and re-plugging everything and had tried resetting the pc, but that did not resolve the no device found message. At some point, the patient had tried to get to the home screen to see the battery levels of the pc, but couldn't because of the no device found message. A replacement controller was sent to the patient. On (B)(6) 2019, the patient called back and reported they received the replacement controller, but the issue was still not resolved; their equipment wasn't working - the no device found message was continuing to display and therefore they could not charge up the ins. Patient services had the patient select "recharge" instead of "try again" on the no device found screen. They reported they tried it and saw the following readings: 50 - 67 - 80 when they placed the rtm over the ins site. Patient services asked the patient if they tried resetting the pc, and the patient reported they didn't want to do that because the last time they had reset the pc they broke the case of the lithium-ion battery pack. The patient was sent a replacement lithium-ion battery pack and the one with the broken case was requested to be returned to the manufacturer. Given that the rtm and pc had been replaced already, but the issue hadn't resolved, the patient was redirected to see their doctor and a manufacturer representative (rep) to have the ins checked. On (B)(6) 2020, the patient met with a rep to assist them with the passive mode recharge (pmr). After 10 minutes, the rep was able to get the ins to communicate with the pc and normal charging was initiated but they were getting poor coupling. The rep was going to work with the patient to optimize coupling. No symptoms were reported on (B)(6) 2020. On (B)(6) 2020, the patient contacted patient services again and reported that since meeting with the rep, the issues still were not resolved. Also, their device showed that stimulation was off, but they could feel it in their legs. Follow up was sent to the patient and their response was received on march 2, 2020. They reported that their remote was not charging and the ins was not charging, and they still felt stimulation in their legs even though the device said it was off, however the stimulation sensation in their legs did resolve, but they were still having trouble charging the ins. Then, on march 25, 2020, the patient contacted patient services again and reported the controller displayed a software problem message with the following data: 1-intellis, 2-3.0, 3-243, 4-qf-port and they had also seen screen 84 - recharger problem, so they were still having difficulty charging the ins. Then on (B)(6) 2020, they called again reporting they had never been able to charge the ins to 100%, but rather typically could only get to a charge level between 0% and 30% charge. The patient contacted patient services again on april 24, 2020 in response to follow up that had been sent to them. They explained how even after replacing the external devices and meeting with the rep and their physician on more than one occasion, they still could not get the ins to charge past 30% except for on (B)(6) 2020 when they were able to get it charged to about 60%, but then the pc displayed the no device found message again and couldn't turn stimulation on, but after about 15 minutes it did turn on. The patient stated they did know that the ins was charged, but it took them almost 3 days sitting and working with the equipment to get the equipment charged and turned on to charge the ins. They confirmed they hadn't fallen and couldn't identify any factors that could have contributed to the ins charging issues. They also reported they had x-rays done to assess the leads and everything seemed to be doing what it was supposed to be doing. The patient stated they would just keep working with the equipment they had received, which they believed was working fine and was not broken. Due to being in quarantine (covid-19), they stated they would try calling their rep to see if there was anything further they could do. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient. The patient reported they couldn't get the ins to charge. The patient stated they kept seeing no device found and they were getting stuck into passive recharge mode (prm). The patient said this had been going on for over a week now for hours on end. The rep called back and conferenced in the patient. The patient stated they were still unable to charge the ins, they get no device found and also had done a prm and the numbers were up and down and still did not connect to the ins. A replacement controller was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that the patient was sent charging equipment and the patient was still having issue with difficulty charging the implantable neurostimulator (ins). She has been sent 2 recharger replacements and the issues were not resolved. She has been going through passive recharge mode for an hour and was not getting her normal recharging screen to come up. Initially, the patient was getting the implant setup screen on the controller. The patient was walked through the setup for implant and she was getting no device found following putting the recharger over the ins. She was getting no device found despite pressing try again and repositioning the recharger over the ins. The patient entered passive recharge mode and she was getting 79 for all numbers in passive recharge. The numbers changed to 79, 79, 80 following repositioning the recharger. It was reviewed that the patient should follow-up with her healthcare professional (hcp) due to the persistent issues recharging the ins and replacements of the external devices haven't resolved the issues. Furthermore, she reported that the software message resolved after resetting the controller. The patients resets the controller every time the software problem message comes up. The patient also noted that she was never able to charge the controller and the ins won't charge. She hasn't been able to fully charged the ins. In addition, the patient mentioned being sick of follow-up letters every time she calls. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they need to meet a hcp to get the ins reprogrammed because the "battery is not all connecting properly". Pt explained that they are having a continuation of issues that they previously reported and they need to get the ins reprogrammed. The patient was redirected to their healthcare provider to further address the issue. Her charger is not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that after an appointment with a manufacturer¿s representative (rep), she continued to have problems. The patient reported that her ins showed that her stimulation was off, but she could feel it in her legs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that their remote or their back would not charge and was still messing up because it said that it was off but the patient was feeling it in their legs. It was reported that this stopped eventually. The patient was still having trouble charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was still having difficulty charging. The patient was sent multiple part to charge it and worked with her doctor and rep but was still in these months had never seen a 100% charge. The patient reported that most was 30% usually 0% or 30%, once 70% and she was really excited about this. No further complications were reported.